Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from costa rica that during an unspecified veterinary surgical procedure, it was discovered that the compact air drive device was blocked. There were no delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor power was too low, the bearings and seal were worn out and there was an air leak at the trigger. The device also failed pretest for check reverse locking mechanism, check for air leak, check for untrue running, check for excessive noise and check the power with test bench: min. 110 to 160 w. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.